Manufacturer narrative:
The device was received by the MFR for investigation. The investigation is ongoing. A follow up report will be filed when the investigation is complete.

Event description:
It was reported that during a procedure, tourniquet pressure could not be maintained. Blood entered the surgical site, but there were no adverse consequences alleged due to this event. No further info has been received despite numerous attempts to contact the account.